Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was originally implanted with one (1) afx bifurcated stent graft and one (1) afx infrarenal aortic extension on (B)(6) 2013. Approximately 3 years later the patient was presented with a type 3b endoleak and was treated on (B)(6) 2016. On (B)(6) 2018 a type 1b endoleak was observed via doppler ultrasound and the patient was implanted with two limb extensions. It has been reported on a complaint that on (B)(6) 2018 a doppler ultrasound was performed and a type 3a endoleak was revealed. The physician performed an additional secondary procedure to treat the type 3a endoleak on (B)(6) 2018. Postprocedure angiogram showed no leak and as of the date of this report there have been no additional patient sequelae reported. The patient status is good, is being monitored and scheduled for a follow-up in two weeks.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of an endoleak with sac growth, however clinical was unable to confirm that the endoleak was a type 1b endoleak as reported. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Additional information: this complaint is only for the 1b endoleak only. The additional type 3a endoleak was reported as a separate event under 2031527-2018-00702.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the following reported events of type 3a endoleak due to the lack of medical information. The most likely cause of the loss of the seal could not be determined due to lack of information surrounding the 2017 secondary repair procedure. However, the extra endovascular manipulation or the actual reline procedure (a cautionary product use condition) likely contributed to this event. Procedure related harms and the final patient disposition could not be ascertained. To date there has been no reports of further negative patient sequalae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.